Event description:
A customer is reporting prior to starting a procedure the system gave a mechanism timeout warning. After the pt had received an anesthetic block the procedure was canceled with no harm to the pt.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).